Manufacturer narrative:
The initial medical device report was submitted ¿ (2938836-2015-04088). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was unable to be interrogated due to loss of telemetry with multiple programmers. The device was explanted and replaced. The patient did great following the procedure.